Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate 3 lvas instructions for use (IFU) is currently available. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01sep2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at home when they heard and observed a low speed alarm on their controller which was attached to batteries. The patient was asymptomatic and also reported having a low flow alarm which is not new for the patient due to having a small left ventricle. It was confirmed that the green pump running symbol was illuminated on the controller. The patient was to report to the clinic on (B)(6) 2021 to retrieve log files. The patient was educated about electrostatic discharge events, which was believed to have been the cause of the event. The customer said they would know more once the log files were reviewed. The patient was encouraged to call back with further alarms.